Event description:
Device 2 of 2. See MFR#1627487-2010-02672. On (B)(6) 2010, the patient was implanted with an scs system. The patent woke up on (B)(6) 2010 and felt weak in her legs. The patient's right leg experienced symptoms of slight paralysis. The patient went to the hospital and the doctor placed the patient into surgery. The doctor decided to remove the scs system. The doctor noticed that there were multiple blood clots at the ipg site. The patient was then taken to a larger medical facility.

Manufacturer narrative:
Evaluation: method: actual device involved in the incident was evaluated. Results: upon visual inspection, pre-decontamination revealed; one complete dual lamitrode. No anomalies noted. Post-decontamination revealed; that compression damage was observed approximately 13.4cm from the paddle. Discoloration was also observed in the paddle. Compression damage with exposed wires was also observed at the strain relief. Post-decontamination functional testing revealed the returned lead passed continuity and stress testing. All channels measured less than 4 ohms. Conclusions: the complaint could not be confirmed for "serious injury." The returned lead passed continuity and stress testing. All channels measured less than 4 ohms. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.